Event description:
The customer reported that the jaws of the device would no longer open during a lobectomy. This occurred after the 15th sealing attempt while on a vessel of 3 mm in diameter. Tissue adjacent to the jaws was resected in order to remove the device and oozing occurred. There was no tissue damage or patient injury. A new device was used to complete the case.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.